Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away. The cause of death was suicide. The customer was wearing the insulin pump at the time of death. The medical examiner stated that the customer was found at home with a suicide note. The insulin pump's history files were checked, and the following boluses had been recorded: the medical examiner stated that the insulin pump is being used as evidence at this time, so it will not be returned for analysis. However, the medical examiner stated that once the insulin pump is no longer being used as evidence, he will discuss returning it for analysis. Nothing further was reported.